Event description:
Boston scientific (bsc) crm received info that, 10 days post implant, the pt was experiencing shortness of breath and difficulty breathing. It was found that the right ventricular (rv) was exhibiting loss of capture due to dislodgement. During the revision procedure, two attempts were made to reposition the rv lead. Despite adequate sensing, pacing and impedance measurements, the rv lead continually dislodged. The lead was replaced and a non-bsc rv lead was successfully implanted. Dates were provided to us by boston scientific.